Manufacturer narrative:
It was reported that cracked 10ml syringe in pack. Doctor went to draw back blood and syringe was drawing air from cracks in. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that cracked 10ml syringe in pack. Doctor went to draw back blood and syringe was drawing air from cracks in.